Event description:
It was reported by service report that the zoom drive is intermittent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: zoom handle load cell weldment.